Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm in length, 3mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees bend. After a 0.014" guidewire crossed lesion, a 2.00mmx15mm emerge¿ balloon catheter was advanced but failed to cross the lesion and it was noted that the shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts, there was no fracture or separation. Microscopic examination revealed numerous kinks throughout the hypotube; however, there was no fracture or separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm in length, 3mm in diameter, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees bend. After a 0.014" guidewire crossed lesion, a 2.00mmx15mm emerge balloon catheter was advanced but failed to cross the lesion and it was noted that the shaft was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.